Event description:
It was reported that the motor of the cbc ii-(1/8" kit) pkg/6 world stopped running two days post surgery. One blood reinfusion had been completed successfully, but the second reinfusion was not able to be completed. A backup device was not used. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the motor of the cbc ii-(1/8" kit) pkg/6 world stopped running two days post surgery. One blood reinfusion had been completed successfully, but the second reinfusion was not able to be completed. A backup device was not used. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
Unit was returned and evaluated by stryker (B)(4) personnel. Condition was confirmed. The following possible root causes for unit stopped condition have been identified, but not limited to: insufficient vacuum at wound due to blood clots on the evacuator tubing or reservoir pre-filter. Insufficient vacuum at wound due to a low vacuum setting or unit elevated above the wound (causing pressure loss) or an occluded air filter. Insufficient vacuum or pressure lost due to broken, damage or missing component (s) and /or damage unit during shipping and handling process.